Manufacturer narrative:
The technician found the controller assembly was damaged. The technician replaced the controller assembly to repair the bed.

Event description:
The account alleged the bed has no function and verified the hand pendant and pendant extension cable were fine.